Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was fully charged but they suddenly stopped feeling stimulation; they were in pain and panicking due to the sudden stop in stimulation. They reported the stimulation felt as though the stimulation was trying to work. They had a restless sleep last night. Troubleshooting regarding changing groups and increasing or decreasing the amplitude did not resolve the issue. On group a they were feeling stimulation but it was in the patient's arms and upper shoulder blade- they needed the stimulation in a different location to address the patient's pain. On group b they were not feeling stimulation, on group c they could feel stimulation but it was located in their legs. The patient said that the stimulation is in the wrong location on group a and c. They decided to change back to group a and increased stimulation to a comfortable level. The patient also mentioned that they lifted up their grandson yesterday and that maybe lifting them up messed the ins system up. No further complications reported.